Event description:
During an unknown procedure, 2 clips came out at firing. One of them was clipped normally but another one was not closed. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.